Event description:
It was reported that the ventricular lead exhibited noise. The noise could not be reproduced. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found insulation abrasion at 13.1 cm to 13.4 cm from the connector pin. The abrasion was consistent with constant friction to the device can. This likely caused the reported complaint of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.